Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump has a partial display. He said that he keeps it in his pocket and when he took it out, there was a black blotch on it and he is not able to read it. The customer¿s blood glucose is 195 mg/dl. After troubleshooting for a partial display, he was advised that the pump needed to be replaced and to revert to the back-up plan per his doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump had missing segments/partial display due to cracked&bleeding lcd glass. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to damaged lcd board. Pump received with minor scratched display window and cracked reservoir tube lip.